Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of stent kinked. Block h11: an advanix pancreatic stent with its delivery system was returned for analysis. Visual examination of the returned device revealed the stent was kinked and bent. Functional testing was performed, and the guidewire could be introduced; however, it became stuck due to the stent damage. Product analysis confirmed the reported event of device guidewire stuck. The damaged found on the stent prevented advancing the guidewire. The investigation concluded that the reported event and additional observed damage were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted to treat a pancreatic duct stone in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2025. During the procedure, the stent could not pass smoothly over the guidewire because it was stuck. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the device analysis results; the stent was found kinked. Please see block h11 for full investigation details.